Manufacturer narrative:
A siemens global product support (gps) specialist requested additional information from the customer site. The customer contacted siemens gps and indicated that they believe the issue was due to sample handling by the technician running the immulite 1000. The customer reported that the samples were repeated and the results were confirmed. The customer declined any further investigation or troubleshooting as they believe the discordant results were operator related. The cause of the discordant turbo ipth results on the immulite 1000 and immulite 2000 instruments is unknown. No further evaluation of this device is required.

Event description:
Turbo ipth results on one patient sample were obtained twice on an immulite 1000 instrument. The same sample was run on an immulite 2000 instrument and the result was discordant. The sample was redrawn and repeated on the immulite 1000 instrument and the result was discordant compared to the initial result on the immulite 1000. The new sample was then run on the immulite 2000 and gave a result comparable to the initial immulite 1000 result. The patient results were reported to the physician(s), who questioned the discordant result. There were no known reports of patient intervention or adverse health consequences due to the discordant result.